Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Ge healthcareâ investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â  block h4: date of device manufacture year is 2013. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.